Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection identified the instrument firing knobs were retracted, and the articulation lever was in neutral position. Review of internal components revealed sheared teeth on the firing rack. Functional testing found a skip was audible in the firing stroke. It was reported that the instrument had no tactile feedback a related device issue was confirmed. The product analysis noted evidence that the device was not used as intended. This can occur if: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, the surgeon felt unusual when the device was being fired, (it felt like the gear did not mesh from the location where the staples were placed on the tissue.) The reload was able to be fired to the end without any issue, and the staple line on the tissue was normal. There was no patient injury. Initial evaluation of the incident device found this examination noted sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected.